Event description:
It was reported that the surgeon inserted a competitor's lens, but the foam tip plunger overrode and tore off the plate haptic. The posterior capsule was torn. The incision was enlarged to remove the lens and an acrylic lens was implanted into the sulcus. Sutures were required to close the incision. The reporter indicated that the cause of the lens damage was due to the foam tip plunger.